Event description:
During a ptca treatment procedure, the quantum maverick monorail 20/4.0 mm balloon ruptured at 12 atms. The lesion being treated was a calcified, 99% stenotic lesion in the mid right coronory artery (rca). The physician used a 7f terumo introducer sheath for vascular access and a balance guidewire and a brite tip al1 guide catheter to cross the lesion. The quantum maverick monorail balloon was removed and replaced with a maverick xl 6.0/20 mm balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'